Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cardiac ablation procedure using an 8.5f sheath. Reportedly, the suture broke when the knot was being advanced with the suture trimmer. It was replaced with a new proglide to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that an arteriotomy closure of right common femoral artery was attempted using a proglide with an 8.5f sheath after a cardiac ablation. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, in this case, it is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.